Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon got a cartilage damage on humerus when he was accessing the shoulder with the cannula and arthroscope. A backup was available to complete the procedure and there was not a delay reported.

Manufacturer narrative:
One 5mm single valve rotatable cannula was returned for evaluation. Visual assessment using magnification showed the distal end of the sheath is dented. It cannot be determined where this damage took place. A review of the print and inspection instructions confirmed that there is no specification for removal of sharp edges. As a result the prints have been updated to include the inspection for sharp edges and burrs¿ to mitigate future risks. The unexpected sharp edge of the cannula was most likely a contributing factor to the reported event and although a mitigating system has been initiated, it remains unknown if the tip could have been damaged during shipping, handling, and/or use. The patient impact beyond the reported cartilage damage, bankart procedure, and expected post-op rehabilitation period cannot be determined.

Manufacturer narrative:
One 5mm single valve rotatable cannula was returned for evaluation. Visual assessment using magnification showed the distal end of the sheath is dented. It cannot be determined where this damage took place. A review of the print and inspection instructions confirmed that there is no specification for removal of sharp edges. As a result the prints have been updated to include the inspection for sharp edges and burrs¿ to mitigate future risks.